Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1139431. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Based on the description of the event, our engineers have determined that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter there was leakage. The following information was provided by the initial reporter. The customer stated: "fluid leakage occurred in the prn during an enhanced CT of the patient."